Event description:
A malfunction was reported where the pump battery would not charge, resulting in the pump shutting down. Due to the pump screen being dark and unable to turn on, the impact on the customer's blood glucose level was not confirmed. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.